Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that a craniotomy surgical procedure, it was observed that the cutter device broke inside the attachment device; and as such was no longer working. The broken piece was retrieved. There were no broken pieces fell into the patient. There was a five minute delay in the surgical procedure as a new cutter device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was had broken flats. Therefore, the reported condition was confirmed. It was determined that the reported condition of "cutters broke" was due to excessive lateral side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.